Manufacturer narrative:
The reason for this revision surgery was to remedy a loose acetabular component after 1.6 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the loose acetabular component was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the original surgery was performed on (B)(6) 2011. During this case, a 52mm acetabular shell was placed and then removed. The surgeon then implanted a 60mm shell. For the revision surgery, the acetabular component was completely loose, causing instability. The 60mm shell, corresponding liner, and femoral head were removed. The shell was then replaced with a zimmer trabecular metal component with liner and a new (B)(4) surgical femoral head was placed.